Event description:
It was reported that this right atrial (ra) lead exhibited noise which resulted in pacing inhibition. The patient did not experience asystole. Additionally, it was noted there was high out of range pacing impedances which triggered a lead safety switch (lss). The patient had a venogram that showed a total occlusion on the left subclavian/cephalic vein therefore, the patient was scheduled for a lead extraction. At the time of the ra lead extraction, it was noted there was wear on the right ventricular (rv) lead insulation. During the process of removing the atrial lead, the rv lead was further compromised, and the physician decided to remove and replace the lead. Subsequently, they suspected that the ra lead conductor was fractured therefore, the lead was removed and replaced successfully. The ra lead has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion located 7cm from the terminal pin. This type of damage is consistent with repeated stress over time. The reported wear on the lead was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead exhibited noise which resulted in pacing inhibition. The patient did not experience asystole. Additionally, it was noted there was high out of range pacing impedances which triggered a lead safety switch (lss). The patient had a venogram that showed a total occlusion on the left subclavian/cephalic vein therefore, the patient was scheduled for a lead extraction. At the time of the ra lead extraction, it was noted there was wear on the right ventricular (rv) lead insulation. During the process of removing the atrial lead, the rv lead was further compromised, and the physician decided to remove and replace the lead. Subsequently, they suspected that the ra lead conductor was fractured therefore, the lead was removed and replaced successfully. The ra lead has been returned and is in the process of device analysis. No additional adverse patient effects were reported.